Event description:
Procedure: hemorrhoid. According to the reporter: the pressure plate was placed and adapted in the tissue. Upon opening of the pressure plate on the instrument, the pressure plate pulled from the instrument by both products. Both instruments could not be closed. The surgery was changed to milligan morgen open procedure. There was no pt injured, operative time was extended by more than 30 minutes, no add'l blood loss, and no loss and/or damage of tissue.

Manufacturer narrative:
(B)(4).